Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change, the user¿s spouse could not replace the ilet cover due to the connector, removed the cartridge, placed the cover, and then forced the cartridge back into the device while the user remained connected; risks of this action were explained during troubleshooting and education, and there were no alerts or alarms or visible leakage. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included troubleshooting and user education regarding proper cartridge handling and the requirement to rewind when disconnected from the body. Investigation of this case revealed user technique error related to cartridge reinsertion without rewinding while connected, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.